Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the device was overdischarged. There was no plan to return the device for analysis. The patient was referred to a surgeon, but a surgery date was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) was dead because the patient stopped charging it. The rep performed the antenna locator (al) feature on the day of the report but the patient didn¿t have time to wait to charge. An appointment was scheduled for (B)(6) 2019 for more time to jumpstart the ins in the rep¿s office. Surgical intervention was not planned, and the patient was alive with no injury. There were no further complications reported or anticipated. Additional information was received from the consumer via manufacturer's representative. It was reported that the patient's device was overdischarged. Patient was interested in replacement for age of implant and difficulty with recharging and capacity of battery. Patient requested to not stay in office for prm. Issue not resolved at this time. Patient was sent to a surgeon for replacement. Surgical intervention planned. No further complications were reported/anticipated.